Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 03.010.410, lot# 9143829. Manufacturing location: (B)(4), manufacturing date: oct 14, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2015, during the procedure, the surgeon hammered the impactor for pfna blade to insert the blade. When the surgeon tried to pull the instrument out, the impactor broke. No prolongation of the surgery was reported. Patient and surgery outcome were unknown. It is unknown if the fragments fell into the patient. No other medical intervention required. Procedure was completed successfully. This complaint involves 1 part. Helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) impactor for pfna blade. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complained device was not returned for investigation but pictures of the device were received. The pictures show that the handle detached from the shaft. It is likely that the weld connection between the handle and the shaft broke. The manufacturing documents were reviewed and no complaint related issues was found. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1).